Event description:
It was reported that a catheter break at the pump connector occurred. Beginning two pump refills prior to this report, the patient began to notice fluid accumulating at the pump pocket site and leaking from the puncture site after the pump was refilled. The patient denied any fever, headaches, or other symptoms. A revision was required. The patient was scheduled for routine end of life (eol) pump replacement on the report date. The healthcare provider (hcp) removed 37ml of clear, yellow fluid from the pump pocket. The fluid was sent for cultures and other testing. The hcp performed a dye study prior to opening up the pump pocket. Upon doing this, it appeared as if there was a leak at the connection site. Once the hcp opened the pocket and removed the pump, he clamped the catheter distal to the pump and injected more dye. Fluid dripping around the sutureless connector portion of the catheter was no ted. The proximal end of the catheter was replaced with a sutureless connector kit. The product issue was resolved. It was indicated that there were no patient symptoms associated with this event. The patient status at the time of this report was indicated to be ¿alive-no injury¿. The device system was used to deliver morphine and bupivacaine. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information reported the cause of the seroma was not determined. A culture was completed on the fluid in the seroma and the results were negative. The leak was at the connection site of the catheter and the pump. Because of the uncertainty on how much medication the patient was receiving, the patient¿s dose was adjusted after replacement. It was believed that the patient was receiving effective therapy.